Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, stating the patient was not hospitalized for the event. And there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and felt handicapped. The clinical reason to explant the iol due to match the vision in both eyes. The iol was exchanged for another lens model 1 month following the initial implant procedure. Additional information has been requested.